Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula issue. Moreover, a nurse was with him and she noticed that there was no delivery because of the bent cannula. Further, as he was vomiting and was out of conscious, so an emergency medical service was dispatched which took him to the hospital. Subsequently, on (B)(6) 2020, he was admitted to the hospital with blood glucose level of 720 mg/dl and experienced diabetic ketoacidosis for which he was administered insulin drip intravenously. The patient was hospitalized for ten days. Currently, his blood glucose level was 274 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.